Event description:
It was reported that the following the inflatable penile prosthesis (ipp) implant, the device worked fine for several uses post op but then stopped insidiously after 5 weeks. An ultrasound of the reservoir was performed noting a fluid leak. The patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.

Manufacturer narrative:
Updated analysis for the cylinders and pump components. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid loss was not confirmed. Device history record review (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Product analysis was unable to confirm the reported events. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. No leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to identify device malfunction with the returned cylinders and pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid loss was not confirmed. Device history record review (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the following the inflatable penile prosthesis (ipp) implant, the device worked fine for several uses post op but then stopped insidiously after 5 weeks. An ultrasound of the reservoir was performed noting a fluid leak. The patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.

Event description:
It was reported that the following the inflatable penile prosthesis (ipp) implant, the device worked fine for several uses post op but then stopped insidiously after 5 weeks. An ultrasound of the reservoir was performed noting a fluid leak. The patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and fluid leak could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue and fluid leak cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the following the inflatable penile prosthesis (ipp) implant, the device worked fine for several uses post op but then stopped insidiously after 5 weeks. An ultrasound of the reservoir was performed noting a fluid leak. The patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.